Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 10 pm due to a high blood glucose level of 87 mg/dl, the customer's current blood glucose level 132 mg/dl. Customer experienced symptoms related to their high blood glucose throwing up. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was syringes. The customer had high blood glucose on (B)(6) 2017 and she also had the flu. The customer was released on (B)(6) 2018. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.